Manufacturer narrative:
Continued: unapproved or contraindicated use (aortic neck length, neck angulation).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 27 mm in diameter and 8 mm in length. The suprarenal aortic neck angle measured 45 degrees and the infrarenal aortic angle measured greater than 60 degrees. (J vasc surg 2016;64:563-70.) It was reported that, approximately three years post index procedure, the patient presented emergently with acute abdominal pain. A CT revealed a proximal type I endoleak associated with proximal aortic neck dilatation.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.